Event description:
Advanced sterilization products became aware, through notification from legal counsel, of a potentially serious injury from exposure to glutaraldehyde. The purported exposure was from a glutaraldehyde based disinfectant from one of the cidex family of products. As a result of the reported exposure, legal council indicates that the nurse, during the course of nurses employment, developed asthma and a condition that has been diagnosed as "reactive airway dysfunction syndrome". Since verification of product code cannot be obtained at this time advanced sterilization products will include in section d1 and form 3500a for brand name "unknown". The two brand names in use by advanced sterilization products are: (cidex activated dialdehyde solution or cidex plus 28 day solution).